Event description:
The account reported seven dialyzers had blood leaks. All of the dialyzers were pre-processed and reused. The leaks were confirmed with a positive hemastix. There was no patient injury. The center uses renatron with renalyn 100 for the past two years. The center pre-processes its dialyzers and the dialyzers in this complaint all passed the leak test. The center performs a pre-rinse on the dialyzers before placing on the reuse device and the water source is regulated and has a psi of 14 on both sides (dialysate & blood flow side). The center uses fresinious 2008k hemo hardware machines. There were no reports of pressure alarms. The blood leak alarm went off for seven incidents. Blood was seen on the dialysate side in only one incident; the patient was in puf mode ( no dialysate to dilute the blood). The blood was seen in the tubing also (for this one incident). In theother incidents dialysate was present and blood was not seen. The center has a policy that from the time recirs is started to the time that the patient is connected is no longer than a 1/2 hour. The center contact stated tht this policy was followed when asked about these seven incidents.